Event description:
User never notified MFR. MFR had contacted reporter on four occasions; however, reporter was unable to provide any additional info. Dimension rxl instrument reported a troponin result of 0.3 ng/ml. An additional result was 3.1 ng/ml. User's cutoff for risk statification of acute myocardial infarction is 0.35 ng/ml. Low result was not released.